Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home and was having sudden drop in flow from 4l mean to 0.7l, clinic suspects inflow thrombus. Patient was then hospitalized. Log files confirmed low flow alarms. It was stated that the patient went to interventional radiology/cath lab and had transluminal carotide protection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files revealed a sudden drop in flow and power consumption starting january 26, 2018, confirming the reported event. 2 low flow alarms have been logged since january 13, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the likely root cause of the reported event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kink in the outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.